Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. Carbohydrates were consumed to treat bg. Reportedly, the customer alleged that the basal software did not suspend insulin delivery. Review of the pump data by tandem engineering verified that the insulin delivery did suspend when bg level was 137 (mg/dl) and predicted a glucose value of 66 (mg/dl) to occur. Additionally, the pump triggered a low glucose alert when bg level was 75 mg/dl, which was acknowledged by the customer when bg level reached 40 mg/dl. Multiple attempts were made to relay the information to the customer; however, the customer did not respond.